Event description:
It was reported that when the device was used during an laparoscopic hernia repair procedure, it fired malformed stapels. Opened another device to complete the case. There was no consequence to pt.